Event description:
It was reported during surgery (l5-s); the surgeon found that the screw head of left s was disconnected from the bone screw after the blocker was fastened by 12nm. He exchanged out the screw, the blocker and the rod to the new one and finished the surgery.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment;results: the customer event of tulip disengagement of a xia 3 titanium polyaxial screw was confirmed via visual inspection of the returned device. The large dent observed on the screw head was located along its cylindrical edge, suggesting maximum or close to maximum angulation of the bone screw during tightening. Also, the retaining clip within the tulip possessed noticeable deformation, which suggests over tightening. A previous investigation of tulip disengagement reported that the most likely cause of the disengagement is over tightening at a high screw angulation.conclusion: the root cause of the tulip disengagement is likely over tightening and/or high screw angulation.

Event description:
It was reported during surgery (l5-s); the surgeon found that the screw head of left s was disconnected from the bone screw after the blocker was fastened by 12nm. He exchanged out the screw, the blocker and the rod to the new one and finished the surgery.